Manufacturer narrative:
Product complaint # (B)(4) - device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported to me that 4 total needles disconnected from the sutures. It was more than one procedure but not specified how many. The nurse was not given that information. The lot # is: rcmazk. I have 8 eaches from the box to return. Please send return shipping instructions. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿it was more than one procedure but not specified how many. The nurse was not given that information¿ were these events previously reported to ethicon? If yes provide complaint file number for each procedure involved. Please include the following information: product code, lot number, complete event details, number of devices that had suture pull off issue during each procedure, device availability. Note: events reported via 2210968-2021-07556, 2210968-2021-07558 and 2210968-2021-07559.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : an opened box with eight packets of product code 9000g was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot : "a manufacturing record evaluation was performed for the finished device lot number rcmazk and no non-conformances related to the reported complaint condition were identified.